Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Only connector portion of the lead was returned in one piece. Visual inspection of the partial lead found an external insulation abrasion that breached the outer insulation and exposed the outer coil at the proximal region consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis.